Event description:
It was reported that the patient was admitted to the hospital after hearing audible alarms. After admission, the patient had unwanted shocks and the physician turned off detections for the device. Right ventricular (rv) lead noise and oversensing was also reported. The physician opted to implant a new rv lead. No further patient complications have been reported as a result of this event. It was reported that a patient was admitted after a patient alarm sounded. During the time the patient was admitted the patient received shocks. Threshold and impedance values were normal, artifacts were observed at intra cardiac records. The lead was explanted and replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. 5594-53 implantable pacing lead 2011 (B)(6); 4196-88 implantable pacing lead 2011 (B)(6). (B)(4).